Event description:
Per complaint (B)(4), during clinical procedure, product fracture was observed.

Manufacturer narrative:
Implant date and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section d6a for date of implant. Explant date is unknown.